Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as irritated where the left side sensor and pad are. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse advised using triple antibiotic ointment for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.